Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. Insulin pump alarmed prime at 4lbs during prime alarm test due to moisture damage noted in force sensor.

Event description:
It was reported that the insulin pump alarmed for a loose drive support cap and the reservoir set up could not be completed. The blood glucose reading was 10.3 mmol/l. Nothing further was reported.